Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vault suspend procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon deployment of the device, the dart detached from the suture outside the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.